Event description:
The rn was attempting to administer IV flagyl antibiotic (100ml bag). The roller clamp distally was clamped. The rn unclamped the secondary tubing and noted the antibiotic immediately back flowing into the primary IV line (0.9ns 1000cc bag). The roller clamp was unclamped and the same thing occurred. The set up was removed from the patient room and taken for manufacturer investigation. No patient harm. Md notified. The set-up was visualized by the clinical educator and found to be at the correct height specifications.the primary check valve is suspected to be the problem, but the secondary information is as follows:carefusion secondary set; vented/nonvented, hanger.ref (B)(4).lot 14066776exp 06/2017.======================manufacturer response for smartsite infusion set, (brand not provided) (per site reporter).======================I emailed the rep and also left a message. I am awaiting manufacturer response.